Manufacturer narrative:
(B)(6).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Event description:
The patient was implanted with a mesh device during surgery. After the device was implanted, the patient began to experience severe complications related to the implant, including but not limited to extreme pain, discomfort, urinary problems, dyspareunia and upon information and believe may have underwent multiple corrective surgeries to remove or part of the pelvic mesh device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of symptomatic cystocele with stress urinary incontinence. It was reported that after implant, the patient experienced extreme pain, discomfort, urinary problems, dyspareunia, rectal prolapse, and mesh removal. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis: symptomatic cystocele with stress urinary incontinence procedures performed: anterior avaulta cystocele repair, transvaginal tape obturator sling (tvt-o) and cystoscopy under general anesthesia in 2011, patient had rectal prolapse worse, some incontinence of stool, small rectocele in 2013:patient had rectal prolapse surgery last year (pertinent records are not available) ¿ in 2014: exposed vaginal mesh significant history: past medical history: ovarian cyst, bunion, wisdom teeth past surgical history: removal wisdom teeth (1982), ovarian cystectomy, laparoscopyoperative bunionectomy (2006). Family history: mother: brain tumor; father: prostrate cancer social history: nonsmoker, history of alcohol use findings: an incision was made within the underlying cystocele and was dissected away to the sacral spine. The patient was implanted with an avaulta device during surgery. After the device was implanted, the patient began to experience severe complications related to the implant, including but not limited to extreme pain, discomfort, urinary problems, dyspareunia and upon information and believe may have underwent multiple corrective surgeries to remove or part of the pelvic mesh device.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, complication post implant include diverticulitis, rectal prolapse, ovarian cyst. The patient had rectal prolapse surgery (B)(6) 2013. Mesh revision surgery (B)(6) 2014 to remove exposed vaginal mesh.